Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial# (B)(4)) found no anomalies. Analysis of the extension (serial# (B)(4) found that the conductor for contact 1 was broken less than 5 centimeters from the proximal end. Result code no longer applies. Conclusion code no longer applies. Result codes apply to the ins. Result codes apply to the extension. Conclusion code applies to the ins. Conclusion codes apply to the extension. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes because these are the closest codes available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. PMA: off label use of product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for obsessive compulsive disorder and movement disorders. High impedances were reported on contact 1. It was noted that the patient reported better therapeutic effect when contact 1 was used in programming. It was reported that a surgical exploration of the lead, extension and battery was performed on the day of this report. The extension was removed from battery, reinserted and impedances were normal. Impedances were checked again before closing and contact 1 had high impedances in the range of 17,000 ¿ 18,000 ohms. Impedances on the lead were normal. The extension and ins were replaced. It was reported that impedances were normal with the new battery and extension. No further complications were reported. Left ins impedances c<(>&<)>0: 1426 ohms c<(>&<)>1: 17,765 ohms c<(>&<)>2: 1131 ohms c<(>&<)>3: 1046 ohms 0<(>&<)>1: 17,367 ohms 0<(>&<)>2: 2270 ohms 0<(>&<)>3: 2216 ohms 1<(>&<)>2: 17,564 ohms 1<(>&<)>3: 18,506 ohms 2<(>&<)>3: 1738 ohms lead impedances (intra-op) 0<(>&<)>1: 2737 ohms 0<(>&<)>2: 2407 ohms 0<(>&<)>3: 2382 ohms 1<(>&<)>2: 2327 ohms 1<(>&<)>3: 2407 ohms 2<(>&<)>3: 1845 ohms ins impedances after reconnection (intra-op) 0<(>&<)>1: 2737 ohms 0<(>&<)>2: 2407 ohms 0<(>&<)>3: 2382 ohms 1<(>&<)>2: 2327 ohms 1<(>&<)>3: 2407 ohms 2<(>&<)>3: 1845 ohms left ins impedances (post-replacement) c<(>&<)>0: 1442 ohms c<(>&<)>1: 1228 ohms c<(>&<)>2: 1003 ohms c<(>&<)>3: 1018 ohms 0<(>&<)>1: 2250 ohms 0<(>&<)>2: 2184 ohms 0<(>&<)>3: 2257 ohms 1<(>&<)>2: 1770 ohms 1<(>&<)>3: 1915 ohms 2<(>&<)>3: 1413 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.